Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that a discordant depressed carbon dioxide (co2) patient result was obtained on a dimension vista 1500 instrument. Siemens headquarters support center (hsc) concluded the investigation of the discordant falsely depressed carbon dioxide (co2) result on the dimension vista 1500 system. Hsc evaluated the information provided and the instrument data files. Quality control results were within acceptance ranges and no similar events were reported with other patient samples. No dimension vista system or product non-conformance was identified by the investigation. The cause of the discordant co2 result is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
Discordant falsely depressed carbon dioxide (co2) patient results were obtained on a dimension vista 1500 instrument. The discordant results were reported to the physician(s) who questioned the results. The same sample was reprocessed on an alternate dimension vista instrument and a higher result was obtained. A corrected result was reported. There are no reports of patient intervention or adverse health consequences due to the discordant falsely depressed co2 results.